Event description:
The subject underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. During the original implant procedure perioperative imaging confirmed that the iliac limb grafts were placed evenly. Between 2 - 5 days later, the subject presented with an occlusion of the left iliac limb graft and required a cross-over bypass to resolve the occlusion. Review of the post-reintervention CT scan (dated (B)(6) 2013) revealed left iliac artery narrowing distal to the iliac limb graft, potentially contributing to the graft occlusion. The cause of the iliac artery narrowing is unknown.